Event description:
Hill-rom received a report from the account stating the head of the bed was going up without activating a button. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the foot control cable assembly damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the foot control cable assembly to resolve the issue. Based on this information, no further action is required.